Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated the buttons on the insulin pump were not working and he cannot get off of the screen he was on. Troubleshooting was done. Customer's blood glucose was 87 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to test for bolus or basal anomaly due to no button response. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.